Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that had a malfunction with the battery charge level indicator was confirmed during product evaluation. This condition was caused by a depleted main battery due to use/user error. The main battery was replaced to correct the reported condition. Additional information: this involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92.

Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump that has a malfunction with the battery charge level indicator; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter canada for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Additional information: a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.